Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested, but the nurse declined to provide any further information on the event. This is report 2 of 2.

Manufacturer narrative:
(B)(4) - the date of the onset of peritonitis was unknown.a review of all batch record documents was performed for potentially associated lot number(s) h13i10047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).